Event description:
It was reported that during central processing, it was noted that the mega suture cut needle driver instrument had a wire getting stuck. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.